Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic ventral mesh rectopexy where the product was used. Post-operatively, the patient presented asymptomatic delayed mesh extrusion into rectum and then passed spontaneously. Patient declined admission for examination under anesthetic to ensure all mesh removed. No reported patient status. Per additional information received (B)(6) 2017: the mesh was placed under laparoscopic ventral mesh rectopexy which is an off-label use. Current IFU: ¿the parietex¿ hydrophilic 2-dimensional mesh, hydrophilic 3-dimensional mesh and hydrophilic anatomical mesh has been adapted for various techniques of abdominal repair. The rectangular mesh is designed for the repair of inguinal and incisional hernias in a pre-peritoneal or pre-muscular approach. The pre-cut and slit mesh is suitable for the repair of inguinal hernias via anterior approach using the tension free technique. The folding mesh (in two-dimensional textile) is designed for the repair of direct or indirect inguinal hernias through a laparoscopic approach (trans-abdominal or pre-peritoneal or totally extra-peritoneal). Some codes have a slit for the passage of the cord. The anatomical mesh is mainly designed for the repair of inguinal hernias via laparoscopic or posterior open procedures and is available for the left and/or right side. No other application other than those indicated herewith is recommended.¿